Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the unit power was cutting in and out. There was no harm and no delay reported. The event occurred during testing not during surgery. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Reported issue: on july 5, 2019, it was reported that the unit power was cutting in and out. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the electric dermatome on july 19, 2019 revealed that the motor did not run. The calibration was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on july 19, 2019 which included replacement of the o-ring, seal/strain relief, plug harness assembly, switch, motor, semi-circle bearings, vespel bearings, and needle bearing. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor did not run. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the unit power was cutting in and out. There was no harm and no delay reported. The event occurred during cutting. No adverse events were reported as a result of this malfunction.